Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). The certas valve was returned for evaluation: failure analysis: the valve was visually inspected; needle holes were noted in the needle chamber as well as a raised needle guard. The valve passed the tests for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested; leaked from the needle holes in the needle chamber. The catheter was visually inspected biological debris was noted on the external part of the catheter (fibrous adhesions). The catheter was irrigated, no occlusions noted. No root cause could be determined for the problem reported by the customer as the technician could not confirm a slow flow with the valve or catheter at the time of investigation. The root cause for the slightly raised needle guard noted during investigation is probably due to wrong handling as noted in the IFU : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. The possible root cause for the slow flow issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no issues were noted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the certas valve was implanted to a (B)(6) patient via v-p shunt a few years ago with unknown settings. On (B)(6) 2020, the patient had been worn out and when the contrast study was performed, resistance with the abdominal catheter and slow flow was noted. Therefore, on (B)(6) 2020 it was replaced with a new valve (aesculap progav).